Event description:
It was reported that an implantable cardioverter defibrillator (ICD) was attempted but not used during implant. It was noted that there was a header failure in that the setscrew was attached to the retracted wrench kit. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector and a damaged connector. The returned device indicated a damaged grommet, foreign material on set screw, and a loose/detached set screw. If information is provided in the future, a supplemental report will be issued.